Manufacturer narrative:
Company representative evaluated the system and replaced the panorama telepacks. Units were tested and programmed.

Event description:
Customer reported loss of communication between the panorama central station and panorama telepack, which may have affected telemetry monitoring. No pt injury was reported.